Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax model ec-3890fi/(B)(4) was returned to pentax service potsdam in (B)(6) with no information for the return from the customer.. Pentax service visualized a steel braid sticking through the insertion flexible tube.